Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the bd eclipse¿ needle with slip-tip hub configuration was found to have an orange hub instead of a green one. The following information was provided by the initial reporter: "regarding a wrong color-code eclipse needle in the package. Every hub should be green regarding the gauge size, but one does have the orange hub."

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos for catalog 305895 lot 1910008 to investigate for this record. Visual examination of the photos shows 3 needles in which 2 belonged to the 20 gauge and one of them was that of the 1 gauge. Bd was able to verify the reported issue of mixed product/lot. Bd confirms that the root cause of the non-conformance is related with a line clearance issue in the packaging machine. This issue is related directly to a human error in which the affected g18 needle was missed during the packaging process by the operator. The device history review showed no indication of the alleged defect.

Event description:
It was reported that before use, the bd eclipse¿ needle with slip-tip hub configuration was found to have an orange hub instead of a green one. The following information was provided by the initial reporter: "regarding a wrong color-code eclipse needle in the package. Every hub should be green regarding the gauge size, but one does have the orange hub."